Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2017 with the following findings: a review of the black box showed consecutive call service 052/054/012 slave communication error alarms. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. No call service alarms occurred during the investigation. Unrelated to the original complaint, the battery compartment and cap were undamaged and were able to fit to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.